Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 62-year-old female was implanted with an impella 5.5 as a bridge to left ventricular assist device (lvad). During support, the patient experienced decreased sensation and mobility in the arm where the impella was placed. Distal pulses were still present. No interventions have been done but monitoring will continue.

Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.